Event description:
It was reported that the customer had high blood glucose levels of 214.2 mg/dl. The customer reported trying to upload an old insulin pump to carelink but got stuck at nine percent. It was reported that the insulin pump asked to check the pump battery status of the insulin pump. The customer also reported receiving an unexpected restart from the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. The customer also reported that the language on the insulin pump was in (B)(4). Troubleshooting was done. The customer was advised to discontinue use of the old insulin pump. The customer was already using a new insulin pump and was merely using the old insulin pump as a back-up insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.